Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced dizziness, nausea, and diaphoresis while speaking with her boyfriend. She then became quiet, not responding to her boyfriend and stared blankly. Although her cgm displayed 109 mg/dl; a bg was performed which was 30 mg/dl. The patient¿s boyfriend gave the patient soda to drink, her blood glucose increased, and she became talkative again. Emergency medical services was not called and the patient was not taken to the emergency department. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.